Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received no error message on the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of hyperglycemia, blurred vision, and abdominal pain, which required the customer to go to the hospital. The customer was treated with insulin intravenously by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer received no error message on the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of hyperglycemia, blurred vision, and abdominal pain, which required the customer to go to the hospital. The customer was treated with insulin intravenously by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated they cannot return the product back. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.